Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin was leaking between the transfer guard and the reservoir. The customer stated that she was unsure exactly where the leak occurred. No further info was provided.